Manufacturer narrative:
B3: (B)(4) 2025 was the reported month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was not attached properly. A "reattach cassette" error occurred during testing, even when no cassette was present. There was no patient involvement.

Manufacturer narrative:
D4 - serial #: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the cassette was not attached properly. A "reattach cassette" error occurred during testing, even when no cassette was present¿ was not replicated through functional testing. Further investigation found the keypad overlay was damaged, the battery door was missing and the device alarmed error code 46440 displayed. The device was repaired by replacing the keypad, downstream occlusion (dso) sensor and upstream occlusion (uso) sensor. Performed the dso/uso sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.